Manufacturer narrative:
A ge representative evaluated the system and cleaned, lubricated, and reseated the high voltage candlestick connectors. The system operates as intended.

Event description:
It was reported that the tube was arcing and the system would not produce an image. No patient injury was reported.